Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection. Reportedly, the patient experienced fluid discharge, impaired healing and oozing device pocket since implant. There were no additional adverse patient effects reported. The lead was explanted.